Event description:
It was reported a patient's right ventricular (rv) lead presented with varying defibrillation impedance. Programming changes were made to restore normal parameters. The patient was stable.